Event description:
New information received notes that programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Correction: e1 should have been the clinician rather than the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that a patient presented for follow up with the pulse generator exhibiting far r-wave oversensing that resulted in inappropriate automatic mode switch. Programming changes were discussed. However, no interventions or patient complications were reported.